Event description:
The following has been reported: customer reported: pump: (B)(6) on (B)(6) 2024 tubing set error / alarm no pt harm cassette lot 3010513. Very little information from the clinician reporting issue, paraphrasing, "we have another broken pump/set" waiting for confirmation that issue did not stop active infusion. Issue occurred while using lvp-0004 s/n (B)(6). A preliminary review of the logs identified the following issue: ipc connection leak (air interface to pump) unknown if an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
No sample or picture was available for analysis. Without the proper sample or picture evaluation it is not possible to determine the probable root cause of the reported failure. Therefore, the customer complaint cannot be confirmed. Potential root cause: a tubing set problem (tsp) alarm is triggered by the lvp if it thinks there is an issue with the administration set. Potential root cause could be related to a leak located near the cassette diaphragm due to a possible improper welding during the supplier manufacturing process. Current process controls detection: 100% leak and occlusion test is performed through the leak and occlusion test machine in order to capture units with any blockage or leak failure mode.